Event description:
It was reported that the patient presented in the clinic for a follow-up. Externalized conductors were observed via x-ray. No electrical anomalies were detected. Lead remains implanted; patient will be monitored through merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.